Event description:
An implanted sternal cable broke after pt was closed. Surgeon re-opened the pt and removed all of the cables.

Manufacturer narrative:
H3,h6: no investigation could be made, no conclusion could be drawn as no device was returned.